Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a login failure. A technical support specialist (tss) connected to the server and monitored the ids logs, where several successful user logins were observed. The tss confirmed that a user had logged in successfully on ER west. The tss called and spoke with the customer, who indicated they were about to end their shift. The customer confirmed that both stations were up and functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es error 2222 occurred during logon. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.